Event description:
It was reported that the right atrial (ra) lead was unable to capture, was oversensing and undersensing, and was possibly fractured. The ra lead was capped and replaced with a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pacemaker (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2011. (B)(4).